Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported: "was told by rn (B)(6) that the monitor in room 448 sporadically loses the spo2 reading. She changed cables twice during her shift to get it to work. I have the 2 cables from the specific room but not any sensors. As tasked by leadership, I am to pull the cable and send it for failure analysis. Unfortunately the rn did not save the sensor. Logs were pulled and I didn't see any dropouts, just large desats." No patient impact or consequences were reported.